Event description:
During baxter's evaluation, it was found that a spectrum pump had a delayed keypad response. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the delayed keypad caused by a failing processor pcb. The failing processor pcb was replaced.